Manufacturer narrative:
E1: initial reporter facility name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an iodine leak at the female connector of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy, after placing a small white cap on the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a damaged female connector was observed. Leak testing was performed with an in-lab minicap attached to the transfer set and a leak was observed beneath the cap indicating damage on the female connector. Clear passage and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the leak was due to the damaged female connector. The cause of the damaged female connector could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.